Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective hv cable that was repaired to return the system to service. Future planning for replacement of the hv cable assembly. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had video cut out during procedure.